Event description:
A tracheostomy was performed and a #8 shiley cuffed trach tube was placed. Initially the inner cannula did not fit snugly and there was a little bit of a leak but this was replaced with another inner cannula which worked well.